Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was damaged, crushed, and twisted. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection revealed there was no damage to the distal tip or guidewire exit port assembly.

Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the mildly calcified and moderately tortuous vessel. When the opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion, it became difficult to pass the lesion. The motor drive unit (mdu) was turned on so the physician could see the device location. Resistance was heard and the mdu stopped turning. The physician tried to remove the device and it was very difficult. The wire had to be removed with the catheter and it was noted that the wire was wrapped around the catheter. When the wire was unwrapped, the catheter was removed smoothly and the procedure was completed successfully.

Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the mildly calcified and moderately tortuous vessel. When the opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion, it became difficult to pass the lesion. The motor drive unit (mdu) was turned on so the physician could see the device location. Resistance was heard and the mdu stopped turning. The physician tried to remove the device and it was very difficult. The wire had to be removed with the catheter and it was noted that the wire was wrapped around the catheter. When the wire was unwrapped, the catheter was removed smoothly and the procedure was completed successfully.